Event description:
It was reported that the pt was implanted with a 37714 implantable pulse generator (ipg) and two 3877 leads on (B)(6) 2010. The pt recharged every three weeks. On (B)(6) 2011, the pt underwent a diagnostic abdominal ultrasound. After the ultrasound the pt was not able to communicate with or recharge the ipg. No telemetry was possible. The ipg was reinitialized on (B)(6) 2011 and therapy could be resumed. It was reported that there was no pt injury and the pt was doing fine. In addition, impedance testing conducted on (B)(6) 2011 found all pairs with contact #6 had impedances over 10,000 ohms.

Manufacturer narrative:
(B)(4).